Manufacturer narrative:
We have contacted the initial rptr to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt developed a wound infection within 24 hrs of implant and underwent excision. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the mfg records was performed including a review of sterility records and there was no evidence of a mfg related cause for the reported event. Although medical records have not been provided, the physician reports the pt is doing well. Additionally, no sample was returned for eval. W/o add'l info, no conclusion can be drawn.

Event description:
The following was reported by the pt's physician: on (B)(6) 2011 - pt was implanted with perfix plug. On (B)(6) 2011 - pt underwent excision of perfix plug due to wound infection. The physician alleges within 24 hrs of implant the pt developed and was diagnosed with a wound infection. The mesh was explanted and the pt is reportedly doing well.